Event description:
Additional information received reported that the patient had originally been implanted with a soletra neurostimulator, however he could not feel stimulation, and two days later the soletra was replaced (see MFR. Rep. # 9614453-2012-00140) with a new soletra (this report). Intraoperative testing was conducted during the replacement with all impedances in range. Subsequent imaging of the lead / extension connection revealed an abnormality in the continuity of the connection and the patient underwent the lead and extension replacement mentioned in the initial report.

Event description:
It was reported that there was a possible issue with the ipg. An x-ray showed possible lead fracture. The lead and extension were removed and replaced. Stimulation resumed after ipg reprogramming and the patient recovered without sequela.

Manufacturer narrative:
Product ID 7496-66, serial# (B)(4), implanted: 2002-(B)(6), explanted: 2012-(B)(6), product type extension product ID 3987, serial# (B)(4), implanted: 2002-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3550-09, product type accessory. (B)(4): analysis of the lead model 3987 serial nbc001630n found broken conductors within 10cm of the connector area. All four conductors were broken and covered in dried body fluids 15.7cm from the distal end of the lead. The #3 electrode was partially pulled up out of the molded rubber. Because of the condition of the lead only a visual analysis was performed. Analysis of the extension model 7496-66, serial (B)(4) found breached depressions in the insulation to the #0 conductor 53.8cm from the proximal end. Continuity was acceptable. Analysis of the plug model 3550-09, lot unknown found no anomaly. (B)(4).

Manufacturer narrative:
(B)(4)